Manufacturer narrative:
(B)(4).

Event description:
Device issue: deflation and removal difficulty. Time of device issue: during stenting procedure. Adverse event: none. It was reported that after stent deployment in the right coronary artery (rca) for treatment of a thrombosis, balloon deflation was unusually long and incomplete. It was difficult to retrieve the balloon into the guiding catheter because of the incomplete deflation. The contrast media mixing was 30% iodine and 70% saline water. There were no reported adverse pt effects. No additional info was provided.